Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl. Customer's other blood glucose value was unknown. Customer did receive a calibration not accepted alert and change sensor alert. Customer declined to trouble shoot for low blood glucose. It was unknown whether customer was using auto mode feature or not. The device will not be returned for analysis.